Manufacturer narrative:
The philips field service engineer (fse) confirmed the alarms were working correctly and the alarm was acknowledged by user using the central station. The fse verified the low sp02 alarm using a tester with hospital biomed engineer and nurse in charge saw it triggered in both patient monitor and central. Based on the information available, the cause of the reported problem was the user acknowledged the alarm at the central station. The device remains in use at the customer's site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. A philips remote service engineer (rse) assisted the customer biomed engineer (bme). The rse verified bedside monitor and x2 are associated to central during time of incident. Remote guided bme to check through the clinical audit trail. Clinical audit trail shows that a red alarm was generated during that time and acknowledged four seconds later. Bme requested onsite engineer to test alarms. A philips field service engineer (fse) went to the customer's site and used tester to simulate desat sp02 and alarm went off on both central and monitor. Full functionality check carried out with passing results. The device was put back into clinical use. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).

Event description:
It was reported the unit and central did not alarm although the spo2 is low. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.